Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the blade exposed approximately .159 between the grips. The blade and blade track appeared free of biodebris. The blade cable and blade were not bent. Seal and cut testing passed. An additional observation not reported was the snake wrist was dislodgement at the male and female disks. Snake wrist dislodgment can prevent the instrument from moving intuitively. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the dislodged disks, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci low anterior resection, the blade was exposed on the endowrist one vessel sealer instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.